Manufacturer narrative:
The customer did not return the battery with the device. Battery evaluation could not be done. The device passed all performance assurance testing and was returned to the customer site to be placed back in service.

Event description:
It was reported to philips that the device failed battery calibration. There was no reported patient involvement.